Event description:
It was reported that during use, cs100 intra-aortic balloon pump (iabp) had no pressure waveform. The device was deactivated and replaced with other device. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. On-site inspection found that the pressure signal connection line was not connected properly. After re-connection, the device worked normally. The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.